Event description:
It was reported that the right ventricular (rv) lead was found to have torn insulation at the proximal end of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7278 defibrillator (B)(6) 2006; 5568 non-defib lead (B)(6) 2006. (B)(4).